Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient stated they don't think the device is working. Patient stated they had 2 surgeries within probably 2 weeks of each other and since the last surgery they noticed that it's not working. Agent asked patient if they were feeling the stimulation and patient said no, they have tried increasing and decreasing and they are still not feeling any stimulation. According to patient they increased the strength up to 7, and they did not feel anything at all. Patient mentioned that the device was working when they had the first surgery but since the second surgery there is nothing and their symptoms have gone back to the way they were before they had surgery. Patient mentioned that surgery were related to the ins. The patient was redirected to their healthcare provider to further address the issue.